Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving sufentanil (345 mcg/ml at 130 mcg/day) and clonidine (1100 mcg/ml at 414 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient had wound dehiscence. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and it was unknown if any diagnostics and/or troubleshooting was performed. The entire device system was explanted. The issue was noted to be resolved at the time of the report and it was noted that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No furthercomplications were reported/anticipated.